Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: the date received by manufacturer has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no sample, lot, or batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified bd discardit¿ syringe the clinician and/or any patients have encountered five leakages during medication administration, resulting in an inaccurate dose being given within the last month. The following information was provided by the initial reporter: clinician experienced: leakage - 5.